Manufacturer narrative:
Pump was returned for pump error. Power management tool confirms the unloaded voltage loaded voltage are within specs. However, pump error found at the long trace history file. The pump had intermittent non-sleep anomaly software error. The pump was received with minor scratched lcd window, faded serial number label, cracked case near belt clip corners, cracked case (battery tube), cracked case and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of multiple power system error alarms within the last 24 hour. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.